Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, the sleep current test, active current test, and self-test. Test p-cap and reservoir locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces on the event date of 16-jan-2025. Pump alarmed no relevant no delivery alarms on the event date of 16-jan-2025 in the pump history files and traces. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. Force sensor zero offset within specifications [23.270 mv]. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and missing display window/cover. No delivery/occlusion alarm was not confirmed during testing. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days /due to no records of a low battery alert fault 104 in pump history records. Unresponsive buttons/keypad was not confirmed during testing. Found dried insulin on the motor slide. Cosmetic damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage, activation-keypad/button unresponsive, delivery anomaly-no delivery/occlusion alarm, power problem-charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-386a, mmt-332a. Troubleshooting was performed and customer is reporting a low battery alarm ,cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-386a. No product return is required for mmt-332a.